Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6) 2014; 419488 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant, the right ventricular (rv) lead measured low r-wave from rv tip to ring. The lead was programmed to integrated bipolar and it remains in use. No patient complications have been reported as a result of this event.